Manufacturer narrative:
A ge rep evaluated the system, but no conclusion can be drawn as repair info is not available.

Event description:
The customer reported that the system was hard to steer. There was no pt injury or death reported.